Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 7 cm diameter x 9.35 cm long fusiform thoracic aneurysm approx one month ago. The pt had an aaa repair approx 11 years ago. The proximal neck diameter was 45 mm and the aorta was severely tortuous with three 90 degree bends. A carotid-lsca bypass procedure was done prior to the tevar. It was reported that the first delivery system was attempted to be inserted but could not track through the vasculature. The delivery system perforated the aorta during its removal (ref MFR #2953200-2011-00896). The physician stated that he most likely pushed too hard during the advancement of the delivery system resulting in a ruptured aorta. There were also bleeding complications due to the perforation and the bleeding was assessed to be device and procedure-related. Two additional talent stent grafts were placed in zone 2 via the left side in an attempt to control the perforation bleeding. As the two proximal main talent devices were unsuccessful in excluding the perforated segment of the thoracic aorta an emergent left thoracotomy and CPR were performed; however, the pt expired. The investigator assessed the aortic perforation and bleeding leading to death to be device and procedure related (ref 2953200-2011-00897). The delivery systems were discarded and no autopsy was performed.

Manufacturer narrative:
(B)(4). Evaluation, results: (death); (pre-operatively ruptured aneurysm, cardiac complications); (stent graft was used to repair a pre-operatively ruptured aneurysm). Conclusions: (pre-operatively ruptured aneurysm, cardiac complications); (stent graft was used to repair a pre-operatively ruptured aneurysm).